Event description:
The wife reported via phone call that the customer was hospitalized on (B)(6) 2015 for high blood glucose. Customer's blood glucose was over 600 mg/dl at the time of admission. The wife reported the customer was feeling ill prior to the hospitalization. Customer was treated with a saline solution to purge the ketones from their body. The caller also reported the customer frequently snacked on foods. The customer's blood glucose was 353 mg/dl at the time of the call. It was also found the customer would take the reservoir out of the insulin pump and would insert it back in without rewinding the insulin pump. Customer was advised against this practice. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.